Manufacturer narrative:
Report source: study.

Event description:
It was reported that during post-implant device check, loss of atrial capture was observed. The asymptomatic patient had crt-p implant procedure a day before. It was noted that the during the lv lead implant, the physician had some difficulty during cannulation. As the physician was passing the outer guide sheath over the inner guide, physician inadvertently tugged against the atrial lead which could have contributed to the atrial lead dislodgement. The ra lead was repositioned successfully. Patient¿s condition was stable.